Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd phaseal secondary set (c62) experienced cracked/damaged tubing which was noted during use. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). Now they have faced several quality issues with c62. In this case they have two secondary sets with cracks near the y-connection right near the connector. I have two samples to send for investigation. No cytotocsics in the samples, only saline.

Manufacturer narrative:
H.6 investigation summary: two samples were provided to our quality team for investigation. The final product for lot ta12051 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, a crack was observed in the y-site. Three retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on our investigation and sample evaluation, excessive force by the operator when connecting the connector piece to the y-site is believed to be the root cause for this incident. A project has been initiated and personnel are looking further into this issue to reduce any reoccurrence. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd phaseal secondary set (c62) experienced cracked/damaged tubing which was noted during use. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). Now they have faced several quality issues with c62. In this case they have two secondary sets with cracks near the y-connection right near the connector. I have two samples to send for investigation. No cytotocsics in the samples, only saline.